Event description:
A physician reported that the pt was admitted to the hospital for syncope after falling. Pt. Is a non-diabetic. Their blood glucose had been testing low on the suspect device. Pt was then treated with d50. Lab work was also performed and their glucose was within the normal range of 90 to 110 mg/dl. Controls were not run on the system because they were expired. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.